Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 375cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 430cc mentor memorygel breast implant prostheses (catalog #: 3505430bc, left serial #: (B)(4) right serial #: (B)(4)). The device was inadvertently discarded upon explantation and is not available for product evaluation.

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with a 375cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two 430cc mentor memorygel breast implant prostheses (catalog #: 3505430bc, left serial #: (B)(4) right serial #: (B)(4)). The device was inadvertently discarded upon explantation and is not available for product evaluation.

Manufacturer narrative:
Investigation summary: the analysis was completed based on a photo that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).